Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they passed out when they got up from bed and her daughter provided her baqsimi. The patient regained consciousness after a few minutes and thinks her bg was low during the time she passed out and stated the receiver was "just beeping" and alleged it "notified her late". Emergency medical services was called and treated the patient with glucose gel. It was reported that the cgm was 60 mg/dl while the patient's bg was 30 mg/dl but it is unknown when these values were taken. At the time of the report, the patient was doing fine but stated they had bruising on her body from the fall. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 04/09/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2022, the patient experienced inaccurate cgm values and she was notified later by the receiver that she was hypoglycemic. It occurred an unspecified day after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness when she went to bed, regained consciousness after some minutes and got up. Due to the fall the patient experienced bruising on the right side of her body. The daughter treated the patient with baqsimi® nasal spray (glucagon) and called an ambulance. The paramedics treated the patient with glucose gel. At an unspecified time of the event the cgm reading was 60 mg/dl and the bg was 30 mg/dl. The patient thought that she was experiencing hypoglycemia during the event, but the receiver did not alert and was just beeping and alerted later for hypoglycemia. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.